Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 17 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.